Manufacturer narrative:
Become aware date: 1/26/17. The field service engineer (fse) confirmed the reported problem and replaced the power supply to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information requested.

Event description:
The customer reported the device running on battery when plugged into ac power. No patient harm was reported.